Event description:
Hamilton medical ag received the following event description (quotation of complainant): "the mounting bracket for the hamilton t 1 loosens whilst the vehicle is in motion. This could result in the ventilator becoming unlocked and being unsecured in the event of an accident. We have identified the retaining screws that secure the locking mechanism as the cause of the fault. We are aware that the mounting bracket is not a medical device; however, should the bracket fail, the ventilator is directly affected, which jeopardises patient safety. We have informed our service partner of this issue; the mount was replaced immediately and the affected mount was handed over to the service partner." No patient involvement, no intervention necessary. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4); hamilton medical ags conclusion: investigation is ongoing, no hamilton-t1 serial number was available. The reported issue concerned the mounting bracket with product number 161146. No further information was available at the time of this report.